Event description:
Bottom part of brush head fell off into mouth, brush head broke in mouth [device breakage]. No adverse event. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b dual clean brush head broke in his mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Product was discarded by the consumer.